Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states.

Event description:
The ICD device involved in this MDR report was explanted 13 months after implant because of an overload warning corresponding to a test procedure in 2009. An external defibrillation shock was necessary during that procedure to reduce the induced arrhythmia. Reportedly, 2 lead revisions took place (revision of the atrial lead and one another to implant an add'l ventricular pace/sense lead). Because of the overload warning, the complete system was finally explanted. The defibrillation isoline lead was reported under MDR report #100165971-2009-00157. An MDR report was also submitted for the ICD for another event (#9610579-2010-00200); however, there is no link between the two reported events.